Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, sn:(B)(6), used for treatment, was not returned for evaluation therefore a visual or functional inspection could not be performed. The reported problem could not be visually or functionally confirmed. Screenshots and system log files provided were reviewed with the software support team. The reported problem was confirmed. This event was recreated on a like-system by pressing the ¿medial¿ button on either the tibia or the femur multiple times before the implants had loaded. These log files were also exported for investigation with the software team. The log files were analyzed, and the issue was traced to the default determination of the tibia varus or valgus value. This value relies on the matrix of the tibia tracker position and the tibia implant tracker position. The suspicion is that this anomaly is linked to a memory corruption in the software and can be linked to a known software defect. The most likely cause of this event is due to a known software defect. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicates the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on the investigation, no containment or corrective action is recommended or required at this time. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, when getting to the planning screen, after trying to make changes, the real intelligence cori stated the varus value to be in the 80s and the slope to be a high value as well. The procedure was resumed, after a non-significant delay, by rebooting the cori console and starting a new case file. No patient injury was reported due to this issue.